Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was discarded.

Event description:
At (B)(6) 2017, the pelvic fracture was verified. This point was the complaint device was inserted point of the operation at (B)(6) 2015. The patient was followed without treatment.

Manufacturer narrative:
The reported event that the ¿blunt half-pin apex ø 4mm, 120 x 30mm¿ was used with the pointer of navigation at tha, could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Since the actual ¿blunt half-pin apex ø 4mm, 120 x 30mm¿ was not returned, an inspection could not be performed. However it was reported that the ¿blunt half-pin apex ø 4mm, 120 x 30mm¿ was used for navigation purposes and not in combination with the hoffman system. As per op. Tech. (Apex-st-1): ''apex pins are not intended for navigation procedure purposes.'' Therefore such a case presents an off-label use, which is definitely a deviation from the specifications. As per IFU (v15013): ¿ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. Please remember that product systems may be subject to alterations that affect the compatibility of the implant with other implants or with instruments.¿ a review of the device history was not possible because the lot number of the device was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Based, on the investigation, the potential root cause was attributed to a user related issue, due to a mishandling of the device. However, please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
At (B)(6) 2017, the pelvic fracture was verified. This point was the complaint device was inserted point of the operation at (B)(6) 2015. The patient was followed without treatment.